Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer natural knee femoral component catalog # unknown, lot # unknown, zimmer natural knee tibial tray catalog # unknown, lot # unknown, zimmer natural knee patella catalog # unknown, lot # unknown. Report source: - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the patient had an initial knee arthroplasty on unknown date, and the patient is scheduled for a revision for an unknown reason. There is no additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date - it is indicated that the medical device was implanted sometime in the year 1998. The complaint sample was not evaluated and the reported event could not be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A review of the complaint history could not be conducted as the part and lot number are unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which wound change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to replace a bearing that had become worn over the course of 19 years. There is no additional information at this time.